Event description:
Pt allegedly suffered serious and permanent damages to his shoulder joint, following the use of a pain pump in surgery on (B) (6) 2008.

Manufacturer narrative:
The info contained herein is based on the following provided by the initial reporter. The report did not provide any specific info concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1304265, rev. G). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E). If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.